Manufacturer narrative:
Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that a minimum fill notification occurred. Reportedly, customer loaded an old cartridge into the pump. Tandem technical support educated customer regarding cartridge labeling instructions. A cartridge change was performed resolving the issue. The customer's blood glucose level was 300 mg/dl.